Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transection of the stomach in a laparoscopic sleeve gastrectomy, the device was unable to fire and the distal portion of the staple line was incomplete. They changed the device to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia ultra universal 12mm single use instrument. Visual inspection of the I nstrument noted that the firing knobs were retracted, and the articulation lever was in neutral position. The instrument was successfully loaded with a pmv representative reload. During functional testing, it was observed that the instrument would not clamp. The I nternal components of the instrument were reviewed, and it was determined that a component was not assembled during the manufacturing process. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the misassemb led component was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.